Event description:
Son was born with congenital lymphedema which I think was formed from my 19 y/o implants (at that time they were just over 10). I had a horrible pregnancy and my health continue to spiral downward with no explanation. Horrible fatigue, breast pain, vertigo, memory loss, serious ibs, menopause at (B)(6), loss of libido, hives and staph infection under my breasts, insomnia, severe anxiety, heart palpitation and racing, weight gain, ear ringing, headaches and much more. I had a total capsulectomy and removed my saline implants 6 weeks ago, and as soon as I did half of my symptoms left me. I honestly believe they need to take these implants off the market as they are a silent killer. I felt as I was a 90 y/o woman for the last ten years. Unfortunately my ps never told me I would have to replace them as they were considered a lifetime device. I'm quite disappointed and disgusted to hear on every radio station so much promoting of these toxic "profanity" bags.